Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #:(B)(4). Dmf# - (B)(4). Trade name: (B)(4). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for acute hemarthrosis as a result of high inr event is not serious and is considered mild. Event is definitely not related to device and there is a remote possibility that the adverse event is related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021 (right knee). On (B)(6) 2021 the patient had a revision to address failed right total knee arthroplasty secondary to instability, mechanical locking, and failure of the posterior stabilized post. The tibial insert and patella were revised. The indications for surgery included hemarthrosis of the knee, global instability as well as tibial subluxation. During the procedure the surgeon observed synovitis, osteolysis, and noted that the femoral component was slightly internally rotated, but chose to not revise the femoral component to be conservative in the approach. A competitor tibial component was used with depuy patella and depuy cement. On (B)(6) 2021 the patient was noted to have significant amounts of spelling, pain, discomfort, an acute hemarthrosis. On (B)(6) 2021 aspiration of right knee due to hemarthrosis, tense effusion. On (B)(6) 2021 patient is doing much better, the swelling is down, minimal effusion. The clinical impression was status post recurrent hemarthrosis, secondary to over anticoagulation (medication).